Event description:
The pump and catheter were returned to the MFR. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The devices underwent routine analysis. The device system was used to deliver hydromorphone, bupivacaine, and clonidine. Two f/u attempts were made with the pt's last known managing physician and to date no response has been received.

Manufacturer narrative:
(B)(4) - final device analysis of the pump revealed no anomaly found; normal device function. The sutureless connector assembly without the pin connector was also returned. Final device analysis of the catheter connector revealed a pump connector anomaly; indentation was seen at the bottom of the cup near the lumen opening.